Event description:
Caller states that one patient tested 4.6 inr on the device while the lab returned 2.95 inr. Caller also reports a different patient that tested 3.1 inr on the device and 2.38 inr on a comparison lab drawn. Caller states that the first patient's coumadin was held due to device result, but no adverse event reported. Requested return of suspect device, however caller states the strips are unavailable for return.